Event description:
A 64 year-old male was originally implanted on july 11, 1996. His system functioned normally throughout the next two years. During august 1998, he experienced some intermittent link problems which were resolved by adjusting the software parameters. He continued to use his system without problems until november 14, 1998 when he reported hearing a "pop" followed by complete loss of function. The patient was seen at advanced bionics for troubleshooting on november 17, 1998. All attempts at establishing link, including a complete change-out of the external equipment, proved futile and device failure was confirmed. Explantation/reimplantation took place on november 24, 1998. The patient was reimplanted with another clarion.